Manufacturer narrative:
Additional information: b5, g4, h2.

Event description:
Further information indicated the reported death was unrelated to the cardiomems sensor.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Further information indicated the reported death was unrelated to the cardiomems sensor.

Event description:
Abbott was notified of the patient's death due to a request to return their patient unit.